Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the ER after receiving a therapy while brushing his teeth, and while in the ER another therapy was delivered. Review of the egms shows a possible insulation problem with the lead. The noise was not reproducible with pocket manipulation. The lead was replaced a month later, and was not returned for evaluation.